Event description:
During atherectomy, the tip of the turbohawk device broke off in the patient's leg. The patient was taken to surgery to remove the tip.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.